Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the battery pins were loose. Physio-control replaced the battery pins. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that the screen on their device turned black several times as if it powered off and rebooted, when the ambulance was driving on an uneven/bad road. The screen would automatically come back up after a few seconds. There was a patient in the ambulance, but the device was reportedly not connected to the patient. No information regarding the patient details or outcome was provided.